Event description:
A pt presented with an acute myocardial infarction. Angiography revealed a 100% stenosed lesion in his mid left anterior descending artery that was 15 to 20mm in length. A 2.5 x 28mm cypher stent was implanted. The stent was not post-dilated. The pt later returned with angina and had a positive stress test. Angiography revealed a stent fracture that resulted in restenosis. The fracture was treated with the implantation of a 3.5 x 12mm xience v stent. The pt remained stable and was discharged the following day. Additional info will be submitted within 30 days of receipt.